Event description:
It was reported that during a da vinci assisted appendectomy surgical procedure that there was an issue with the monopolar curved scissors (mcs) instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have blade damage at the base and mid of the blade. Both blade edges were indented. Which is the cause for the instrument to be dull, rigid/stiff to open and close. There is assumption of missing pieces but could not be measured in size.the probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.